Event description:
It was reported that the pt had experienced more underdose symptoms of itchiness, spasticity, moodiness and irritability since the last catheter revision in (B) (6) 2009 (see MFR report # 3007566237201000061). He had a catheter dye study on (B) (6) 2010; they were unable to aspirate any fluid from the catheter. A catheter revision was done on (B) (6) 2010 and, it was found that the catheter was fractured at the spinal entry site near the anchor. The catheter was replaced. The pump was emptied of its baclofen/bupivicaine mixture. Two 10 cc reservoir rinses were completed with normal preservative-free saline, and lioresal was used to refill pump. After the catheter replacement, the pt was given a single bolus of medication through the pump and was returned to his prior stable daily dose of intrathecal lioresal. The pt was discharged from the hospital and was "doing well" as of (B) (6) 2010.

Manufacturer narrative:
(B) (4).